Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the axiom artis dta system. During an emergency procedure, no x-ray release was available, and the unit displayed an error message to the user. The patient was relocated, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a component failure. The investigation was performed considering complaint description, cs reports, system history, and system log files. During the start of an emergency procedure, the customer observed a warning buzzer sound which indicated a warning sign of component failure. However, the procedure was started as the system could do exposures. According to the instructions for use, under sub chapters ¿cooling circuit¿ and "preliminary warning level¿, if the cooling unit encounters a defect, the tube assembly can emit the warning signal. The safety circuit of the generator will automatically block high voltage when overtemperature is reached. When this happens, the user should contact siemens service. After about an hour during procedure, the message ¿no x-ray, tube too hot¿ was displayed on the monitor and further x-ray release was prevented. As a result, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. The onsite service intervention showed a defective fuse at the x-ray tube cooling unit, leading the cooling unit to be non-functional, and thus causing the x-ray tube getting too hot. To fix the issue, the affected fuse was exchanged as part of the service activity. The error has not occurred since. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.